Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) was explanted from a male patient's right eye. Lens was removed during retina surgery and was not replaced with another lens. There was no incision enlargement or sutures required. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/30/2017 through follow-up it was clarified that the lens for this issue was explanted for a subsequent retinal surgery. The lens was replaced with another za9003 after the retinal procedure. The customer noted that the retina procedure had nothing to do with the iol involved. Device evaluation the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and residues of what appears to be viscoelastics were observed on the lens optic zone. The lens was torn and multiple cosmetic damages (scratches) were also observed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.